Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) and alleged that the device reached its elective replacement indicator (eri) prematurely. The clinician will discuss options with the field representative. An email was sent to the field representative in an attempt to obtain additional information relating to this event. No adverse patient effects were reported.

Event description:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Event description:
Additional information was received that a replacement procedure would take place, however it would be a competitive change out. The field representative was unable to obtain any additional information. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests that assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.